Event description:
The customer reported that they had to press the shock button multiple times before it works on ac power. There was no patient harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.